Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set snapped during infusion and leaked. The customer indicated that there were no bite marks or any other marks to suggest that the patient had used force to separate the tubing. Either saline or dextrose was infusing at the time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed a cut/slice/hole. The reported condition was verified. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.